Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. Analysis found high current observed in the fuel gauge and the device had reached elective replacement indicator (eri) upon receipt. The calculations showed the battery was depleted prematurely. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be a hybrid anomaly.

Event description:
New information noted that the device was explanted on 17 may 2021. Further information was requested however, was not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.